Event description:
Two or three pts visual acuity following post-operative evaluation was -3 diopters or more after being implanted with a lens that had been calculated with this unit. To date, no lens exchanges have taken place.